Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The error message e433 appears which the problem was traced back to defective generator board. In addition, several cracks were found on the front panel. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. Based on the device evaluation, the cause of the e433 error was due to a defective generator board. The e433 error will occur if the effective value of the output signal falls below the intended limit, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, an unlimited permanent restart may follow, then the device is no longer operational. The potential cause for error messages to occur are: a defective transformer on the generator board. A defective current transformer on the generator board. A defective impedance on the generator board. A defective peak rectifier on the generator board. The voltage is too low due to bad switching of the high frequency output stage on the generator board. An improved generator board was introduced into production in early (B)(6) 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus the high frequency electrosurgical generator is getting ¿error message e433¿. The reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus. No further information was obtained or provided from the customer.